Event description:
It was reported the bd vacutainer® ultratouch¿ push button blood collection set experienced poor sleeve function. This event occurred 2 times. The following information was provided by the initial reporter: translated to english. The customer stated "the non-patient needle end went through the sleeve."

Manufacturer narrative:
H.6. Investigation: bd received eight (8) photos as well as two (2) physical samples were received for evaluation. Upon review of the photos and samples, the non-patient (np) cannula appears to have pierced the np rubber sleeve on the side in first sample and in the second sample, the np sleeve appears cut off half way up the needle, leaving the tip of the needle exposed. Bd was able to confirm the customers¿ reported complaint based on the photos and samples provided. 1. Side pierced sleeve: as there is a vision system for the detection of side pierce sleeves, the most likely root cause is that the product was pushed off to the rework table and inadvertently not discarded by a production associate. 2. Cut off sleeve: the most likely cause of the cut-off sleeve is that the sleeve got trapped between the luer escapement machine. Further processing of the part occurred with inadequate purging of the line. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: intravascular administration set. Medical device type: fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® ultratouch¿ push button blood collection set experienced poor sleeve function. This event occurred 2 times. The following information was provided by the initial reporter: translated to english. The customer stated "the non-patient needle end went through the sleeve."